Manufacturer narrative:
An event regarding loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation not performed as the device was not received for evaluation. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the revision of the patient¿s left knee due to all loose components except for the patella, which remains implanted. Intraoperatively the surgeon commented of pitting and unusual wear on the poly insert. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patients' left knee was revised due to all loose components except for patella. Patella remained implanted. Intraoperatively, the surgeon commented of pitting and unusual wear on the poly insert.

Event description:
It was reported that the patients' left knee was revised due to all loose components except for patella. Patella remained implanted. Intraoperatively, the surgeon commented of pitting and unusual wear on the poly insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.